Event description:
Boston scientific received information that this patient had been coughing a lot and playing golf and a review of the device data noted sixty-seven non-sustained events. The atrial sensitivity was reprogrammed which resolved the clinical observations. Two years later, noise was noted on the right ventricular (rv) channel. The patient received a shock due to the noise and shock impedance had increased from 50 ohms to greater than 200 ohms. The device was reprogrammed to vvi 30ppm and tachycardia therapy was turned off. A revision procedure was subsequently performed and the device and both leads were removed from service. The boston scientific representative who performed the procedure stated that fluoroscopy did not show a visible fracture of the rv lead; however, there was a right angle in the lead where it entered the vein in the pocket. The doctor assumed lead fracture, based on the noise and high impedance. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.